Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 600, 102, 390 mg/dl. The customer stated that there was something is wrong with the insulin pump. It was reported that they will call back when she has more time to perform troubleshooting. The insulin pump will not be returned for analysis.